Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for follow up. It was noted that right ventricular lead exhibited high capture threshold. This was an ongoing issue and programming changes have been made in the past to not pace the right ventricle. Impedance increase was suspected but there was no impedance change. The lead was explanted and during procedure, it was found that it exhibited conductor fracture. The lead was replaced and the patient was stable.